Event description:
It was reported that an ilet bionic pancreas would not charge or power on despite use of the provided charging pad and wall adapter, correct device orientation, removal of non-beta bionics accessories, outlet changes, and extended time on the charger; the charging pad¿s blue indicator did not remain solid and the device failed to turn on after prolonged charging, and a replacement ilet was shipped with instructions to return the original. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included replacement of the device and continued therapy planning without interruption to patient safety. Investigation included technical troubleshooting with verification of approved charging components, inspection of status indicators, repeated reseating on the charger, and engineering review guidance regarding battery indicator behavior during early use. Investigation of this device revealed no suspected device power or charging malfunction consistent with battery depletion or charging system failure, with the charging accessory and device interface implicated during initial use. It was concluded, based on previously established findings for similar reports, that the cause was not an electrical power/charging issue attributable to device-related malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.